Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
A customer reported several issues with their freestyle flash meter. Upon troubleshooting with adc customer service it was discovered that the meter was set to the incorrect unit of measure. There was no report of death, serious injury or mistreatment associated with this event.